Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult retraction of the clip into the clip introducer. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The steerable guide catheter (sgc) was advanced to the left atrium. The first mitraclip ntr clip delivery system (cds) was inserted into the hemostatic valve, but it met resistance in the hemostatic valve. Additional force was applied and the clip was seen bending until it advanced rapidly into the sgc. Although the clip had straightened out and was no longer bending, due to the bending noted during advancement, it was decided to remove this cds and replace it. During retracting of the closed clip into the clip introducer (ci), the clip was caught on the ci. The clip was re-advanced out of the ci and the clip was closed tighter. The clip was then able to be retracted into the ci and removed from the sgc. The procedure continued with a new ntr cds. Although there was some resistance advancing the new cds through the sgc, there was no clip bending noted and the clip was successfully implanted. Mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for difficult to insert could not be determined in this complaint. The reported retraction problem was likely an outcome of user technique due to not closing the clip completely before retracting it into the clip introducer. There is no indication of a product quality issue with respect to manufacture, design or labeling.